Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 bd posiflush¿ sf saline syringes stopped flushing "half way through" due to difficult plunger movement. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "10 ml 0.9% sodium chloride injection single use flushes stop flushing half way through."

Manufacturer narrative:
H6: investigation summary: as neither a sample nor a valid lot number was available for this incident, a thorough investigation could not be completed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that 6 bd posiflush¿ sf saline syringes stopped flushing "half way through" due to difficult plunger movement. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "10 ml 0.9% sodium chloride injection single use flushes stop flushing half way through."